Event description:
The home training nurse reported the pt was found unresponsive by the caregiver on (B)(6) 2014 during a routine hemodialysis treatment. Ems was called and patient was transported to the hospital where he was pronounced dead. The htn stated that the pt had a cardiac arrest during treatment. No other info was provided.

Manufacturer narrative:
The pt had a cardiac arrest during hemodialysis treatment. Follow up requests with the reporting nurse for causality were not responded to. No products were returned for evaluation. Nxstage medical considers this report closed. No additional info will be provided. This report and the info contained herein is submitted to the food and drug administration under 21 cfr part 803 and represents the info available to the company at the time of the report. The report does not constitute an acknowledgement that the events herein occurred.